Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted troubleshooting steps provided by technical support, such as plugging the pump into a power source, which temporarily resolved the issue by allowing the screen to display again. However, the display could only be accessed when the pump was plugged in, so technical support decided to replace the pump. In the meantime, the customer was instructed to keep the pump plugged in to use it and planned to use multiple daily injections as a backup therapy. The customer showed interest in obtaining an out-of-warranty loaner pump.